Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt reports vision distortion (described it as "like looking through water") and constant eye pain. Preoperatively, the pt's bcva was 20/20 with mr +2.75 + 0.25 x 040. Postoperatively, the pt's ucva was 20/15 with -0.25 + 0.50 x 087. The crystalens was explanted on (B)(6)2010 and replaced successfully with a different iol and the pt's prognosis is good.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.